Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced pain, incontinence and frequent urinary tract infections. The patient reported they change their undergarments about two times per day. The patient did not report removal of the device. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, company is unable to determine if the device met specifications, and company is unable to determine the specific relationship of the device to the event.